Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient or user impact. The following was provided by the initial reporter: verbatim: problem: 1. Bd insyte autoguards' needle may fail to retract into the safety sheath.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient or user impact. The following was provided by the initial reporter: verbatim: problem: 1. Bd insyte autoguards' needle may fail to retract into the safety sheath.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3033954. D4. Medical device expiration date: 31jan2026. H4. Device manufacture date: 09feb2023 . D4. Medical device lot #: 2025622. D4. Medical device expiration date: 31dec2024. H4. Device manufacture date: 01feb2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.